Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips could not be closed. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73l1700007 was manufactured on 11/06/2017 a total of 288 pieces. Lot was released on (B)(6) 2017. DHR investigation did not show issues related to complaint. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "ligation clips could not be closed" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. The device was received with 12 clips remaining in the channel indicating that the end user fired 3 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that the clips could not be closed. There was no patient injury.